Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 386 mg/dl at the time of incident and current blood glucose level was 439 mg/dl. The customer did not experience any symptoms related to the high blood glucose. The customer was treated with the manual injection. The customer was neither in the emergency nor admitted into the hospital as a result of high blood glucose. The customer was using the insulin pump within 48 hours of reported high blood glucose. Troubleshooting was done by the patient for the under delivery but the issue was not resolved. Based on the report customer alleges the pump was under delivering. The reservoir will not be returned for analysis.